Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the force sensor was found to be out of calibration. The force sensor was found to be contaminated and the force sensor resistance was found to be high. The display screen was dim and discolored and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue with evidence of contamination, a display failure, and damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.